Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking from a small hole at the bottom of the silicone segment near the lower fitment. Examination under magnification observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The source of the leak is due to a small hole damage in the silicone pump segment near the lower fitment. The root cause of the hole damage could not be determined.

Event description:
It was reported that fluid was leaking out of the blue triangle shaped connector below the clip that goes into the pump. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that fluid was leaking out of the blue triangle shaped connector below the clip that goes into the pump. Patient impact was requested, but not provided.